Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that asymptomatic patient presented to the clinic for a device check. The capture threshold and pacing lead impedance had increased. No inappropriate hv therapy was delivered, but noise was observed on the lead. Lead fracture suspected. The pocket was opened and the lead was tested with a psa. The capture thresholds and pli were still high. The lead was explanted and replaced.